Event description:
It was reported that during a gastrectomy procedure, the tissue pad was unfixed and the device could be used. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/12/2008. Info anticipated, but unavailable at this time.